Manufacturer narrative:
Although the doctor identified three (3) different lots associated with fast setting material, he could not verify which lot was used on each patient. The lots involved in the alleged incidents include lot numbers 4652142, 4720568, and 4720569. The patient had experienced the cement setting too quickly during their procedure; however, the doctor was able to remove, clean, and re-cement the restoration during the same office visit. To date, the patient is doing fine. The products involved in the alleged incident were not returned; therefore, a visual and physical test was performed on lot number 4652142, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. Lot numbers 4720568 and 4720569 have been identified as affected lots which are part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.

Event description:
A doctor identified three (3) different lots of maxcem elite white, which were alleged to have been setting too quickly during procedures on twenty (20) patients; however, the doctor was not definitive as to the number of patients affected with regard to each lot. This is the seventeenth of twenty (20) reports.